Event description:
Based on info reported to davol: ni/ni/2007 - the pt underwent composix kugel mesh implant in 2007. Ni/ni/ni - pt was reported to have developed abdominal pain and underwent mesh explant procedure. The surgeon reported at the time of the explant procedure, the mesh ring was observed to be broken and sticking into the bowel.

Manufacturer narrative:
Based on the info reported to davol, a pt had a composix kugel implanted in 2007. The surgeon reported that the pt later developed abdominal pain, and the mesh was explanted. The surgeon reported that the ring was broken and sticking into the bowel. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. Without add'l info, no conclusion can be drawn.